Event description:
The manufacturer representative reported that the patient had a pocket revision done in the past. No symptoms were reported. The indication for use is non-malignant pain.

Manufacturer narrative:
Additional information regarding separate revision that occurred on (B)(6) 2016 is reported in manufacturer report # 3004209178-20 16-13343. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of previously reported information found that the manufacturer representative noted two separate revisions. One that occurred in the past with a previous device that had completely resolved and a separate one that occurred on (B)(6) 2016 is captured in manufacturer report # 3004209178-2016-13343. The past revision did not mention any symptoms associated with the revision.

Event description:
A manufacturing representative reported that the patient had their pocket revised on (B)(6) 2016. The pocket was revised because the patient lost weight and then gained it back; that made the pocket area uncomfortable. It was noted that the revision was successful, the patient was fine and happy, and the stimulation was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.